Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. The customer experienced a loss of consciousness and was unable to self-treat, requiring non-healthcare professional (hcp) treatment of nasal baqsimi, and paramedics were called, and customer received an unspecified infusion in the hospital for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in b3 is from the customer¿s report that the event occurred in ¿(B)(6)¿. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. The customer experienced a loss of consciousness and was unable to self-treat, requiring non-healthcare professional (hcp) treatment of nasal baqsimi, and paramedics were called, and customer received an unspecified infusion in the hospital for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the returned reader and minor damage was observed to the usb port on the returned reader. Reader successfully communicated with software and was observed to be charging. Damaged usb port did not impact reader functionality and did not contribute to the customers complaint. Downloaded the isf (interstitial fluid) log using software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values below of the threshold range. Therefore, issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. The customer experienced a loss of consciousness and was unable to self-treat, requiring non-healthcare professional (hcp) treatment of nasal baqsimi, and paramedics were called, and customer received an unspecified infusion in the hospital for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Reader was de-cased and placed into the reader test fixture to download reader data. Issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.